Event description:
The complainant alleged that during a routine shift check by a clinician the device repeatedly reported "analysis halted" while attempting to analyze a simulated rhythm. The complainant indicated there was no pt involvement with this reported malfunction.